Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient came in for a routine interrogation and found that the implantable cardioverter defibrillator (ICD)  had an electrical reset. There was a critical random access memory error noted which coincided with the patient's radiation therapy. The patient's ICD is also at elective replacement indicator (eri) and a replacement will be scheduled. No patient complications have been reported as a result of this event.